Event description:
The physician intended to use a sprinter legend balloon for pre-dilation. The device had been prepped as per IFU prior to use. The target lesion in the rca exhibited lesion 90% stenosis. It was reported that the sprinter legend balloon ruptured in the lesion during inflation at a pressure of 12 atm¿s. The physician removed the device and used a new one to pre-dilate the lesion. No clinical sequelae were reported. Evaluation summary: the device was returned for evaluation. The distal tip was flared. Negative purge was performed and a constant stream of air bubbles was seen to enter the syringe confirming the presence of a leak in the device. When an attempt was made to inflate the device using an indeflator, the device would not hold pressure. A short radial tear was visible on the outside of the balloon fold distal to the proximal inner shaft marker. The tear was jagged and uneven indicating that the balloon material was damaged prior to the rupture.

Manufacturer narrative:
Evaluation, results: patients condition affected the effectiveness of the device (target lesion exhibited 90% stenosis). Deformation problem (balloon leak). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (target lesion exhibited 90% stenosis) (B)(4).